Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose level was as low as 402 mg/dl but also displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly, the customer continued to use the pump for insulin therapy.